Event description:
Taxus express2 clinical study. It was reported that 294 days after a coronary artery stenting procedure, the pt required a target vessel reintervention (tvr). The lesion being treated was a 3.50mm, 75% stenosed, 20.mm long portion of the proximal left anterior descending (prox lad) artery. The physician predilated the lesion with a 2.5x15mm balloon and successfully placed a 3.50x20mm taxus express2 study stent. The lesion was post dilated. Ivus was performed confirming the stent was properly placed. Residual stenosis was 0%. The patient was discharged 8 days later. At 294 days after the index procedure, the pt required a tvr. The mid lad was 3.50mm, 90% stenosed and 20mm long. Re-intervention was performed with balloon angioplasty and a taxus stent of unk size was placed. The pt was discharged 13 days later on plavix and aspirin. In the opinion of the physician, the relationship of the tvr to the taxus stent is possibly related to the taxus stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from the review, a supplemental medwatch will be filed.